Event description:
The physician found that the tip of the neuron catheter was crimped and unusable upon opening the packaging. The physician then opened another neuron and found that to be crimped as well. A third unit was then opened and used successfully. This MDR is associated with MDR 3005168196-2010-000121.

Manufacturer narrative:
Technical eval: lot# f15318: the tip was flattened for the first 0.7cm from the distal tip. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality or design concerns. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.